Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 19 mg/dl, 22 mg/dl, 21 mg/dl, and 65 mg/dl, 19 mg/dl and 64 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 19 mg/dl, 22 mg/dl, 21 mg/dl, and 65 mg/dl, 19 mg/dl and 64 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.